Manufacturer narrative:
The visual inspection revealed that the proximal remnant of the guide catheter (component received of this delivery system) was kinked and stretched. Due to the condition of the device upon receipt; it is believed the guide catheter broke into two pieces (dividing into proximal and distal remnants) during the procedure. If the remaining components of the delivery system are received at a later date, a detail investigation will be conducted and the results will be added to this investigation. (B)(4): a visual inspection revealed that only one part of the delivery system was returned. The stent was not returned for evaluation. The proximal remnant of the guide catheter was kinked and stretched. Due to the condition of the device upon receipt; it is believed the guide catheter broke into two pieces (dividing into proximal and distal remnants) during the procedure. If the remaining components of the device and delivery system are received at a later date, a detail investigation will be conducted and the results will be added to this investigation. According to the event information, it appears the guide catheter became damaged during the procedure probably due to excessive force applied when the physician attempt to retract the guide catheter and deploy the stent. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the middle lower of the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the stent guide catheter stretched as it was retracted for stent deployment. The stent was unable to be deployed. The procedure was complete with a 7fx12cm flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; guide catheter broke.